Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited adhesive around light guide lens and c-cover had a chip and chips on distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to a third-party distributor and was evaluated. Based on the results of the investigation, the most probable cause of the complaint is traced to expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.